Event description:
It was reported by the rep the device was used during an "abdominopecineal" resection. It was reported the clip scissored. The case was finished with another mcl20 to complete the case. 6/25/98 a medwatch report #jr440063000019980013 was received on 6/23/98 stating "surgeon was performing a perineal resection. Clip scissored loose clips apparently fell out of the clip applier while in use. No pt injury.